Event description:
The patient was undergoing a pci of the circumflex artery. The lesion was ballooned without difficulty. While attempting to advance a stent through the lesion the stent separated from the balloon and stayed in place in the lesion site. The stent was retrieved with an ensnare device and retrieved to the level of the right groin sheath. While attempting to snare the stent through the sheath the stent traveled further downstream and became lodged in the profunda. The stent was left in by the cardiologist. There was no harm to the patient.